Event description:
The pt was admitted underwent a left carotid precise stent placement under the study. Post procedure, the pt appeared to have suffered a left hemispheric stroke. The pt had an angiogram completed which demonstrated no evidence of significant intracranial lesion occlusion and it was felt he likely had a stroke for embolization of some small fine particles through or around the distal protection device. The pt was them admitted to the hospital and unfortunately had aspiration pneumonia and then went into multiorgan failure. The pt succumbed to his multiorgan failure and died. The pt's discharge diagnosis was high-grade symptomatic left internal carotid artery stenosis with a history of left hemispheric stroke, reactive airway disease and chronic obstructive pulmonary disease, hypertension, aspiration pneumonia, and multiorgan failure.

Manufacturer narrative:
This product is not available for analysis. Additional info will be provided within 30 days of receipt.